Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported that the patient developed new pain at the pocket site. No action was taken but was planned. No diagnostic testing or troubleshooting was performed. It was reported that the patient experienced burning sensation and pain at the device pocket. The patient reports a pain around implantable neurostimulator (ins) and extension area. It was reported that it was not burning or shocking around the ins and extension area. It was reported to occur slightly when stimulation was off and more intense when stimulation was on. Impedances were reported to be normal. The patient reports that the ins turns off when they touch the ins. The company representative palpated and the same issues with stimulation changes occur. No falls or trauma reported. The ins sits flat when standing but does tilt when the patient sits. No redness at ins site or extension area. The company representative reported that the patient stated that the stimulation was effective for their back pain. The physician believed the battery had come out of the pocket and was superficially pressing on a nerve. Referred the patient to a surgeon for a pocket revision and possible intervention/date of appointment was still to be determined. If additional information is received, a follow up report will be sent.